Manufacturer narrative:
Findings: pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected alarm error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify missing segment/partial display anomaly due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer parent reported via phone call that the insulin pump display was missing segments. Customer did not recall blood glucose at the time of incident. Troubleshoot was performed. Customer was trying to bolus but the screen display lines. Additionally, customer changed the battery, the display was blank. Customer stated the insulin pump was probably dropped or bumped. Customer cannot recall the cause of the issue. Customer was advised to turn back to their back up plan and contact their healthcare provider if is needed. The insulin pump will be return for analysis